Event description:
It was reported that during an attempted implant, lead would not connect to the device. The device was replaced.

Manufacturer narrative:
The reported field event of a connector anomaly was not reproduced in the laboratory. The device was tested on the bench and test leads were inserted and all set screws were properly tightened. The cause of the connector anomaly remains undetermined.